Event description:
Information received indicates valve was explanted due to structural dysfunction relating to calcification and cuspal stiffening. At retrieval, no valve dehiscence was noted. The device was replaced with no additional pt complication reported.